Event description:
During the evaluation of a returned transfer set, the occluder foot was found to be broken. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Results indicate confirmation of the reported event. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.